Manufacturer narrative:
Correction: box g contact office entity. A philips field service engineer (fse) evaluated the device and could not confirm the no alarm issue. The investigation was not possible, as no exact time, no bed labels, and no precise alarm message were provided. The logs did not contain any data for the specified period. Since no further errors were observed, a simulation was not performed. The customer was informed that future reports must contain the required information. The device was confirmed to be operating per specifications. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported that during the night the acoustic sound for two telemetry beds failed, users were sitting in front of the picix and the alarm could only be found in the alarm overview. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
(B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.